Event description:
Device 2 of 2. Reference MFR report number:1627487-2019-00565. Additional information received that patient underwent to surgical intervention on (B)(6) 2019 where in the leads were explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report number:1627487-2019-00565. It was reported that stimulation on the leads was reducing on its own. Diagnostics revealed high impedances on the patient's leads. Troubleshooting was attempted to no avail. As a result, surgery may be pending to address the issue.

Manufacturer narrative:
The date of device returned to manufacturer should have been added to the additional report-1, which is been added to this report.